Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was successfully performed using watchman flx laa closure device with delivery system (wds). 45 days post procedure during a routine follow up examination the echocardiogram was within normal limits. Approximately one year post procedure, (B)(6) 2022, during a routine follow up examination, a thrombus was discovered on the closure device. The patient was instructed to continue oral anticoagulants. No patient complications were reported.